Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing ineffective coverage and stimulation. An sjm representative met with the pt for reprogramming. During reprogramming, the pt experienced stimulation in an unintended area (i.e. Left rib). X-rays were taken and revealed no anomalies. In turn, the pt underwent surgical intervention on (B)(6) 2014 to relocate the lead. The pt will be programmed at his post-op appointment on a later date.